Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to therapy exhaustion and non-conversion in the ventricular fibrillation (vf) zone. It was noted that shock impedance measurements for all 41j shocks were in the 53-56 ohms range. Technical services (ts) reviewed troubleshooting options and possible causes. Additionally, the physician was considering defibrillation threshold (dft) testing. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system underwent defibrillation threshold (dft) testing, which was successful at 26j with a shock impedancem measurement of 64 ohms. This crt-d system remains in service. No additional adverse patient effects were reported.